Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. The dentist has exceeded the recommended installation torque (60 ncm).

Event description:
(B)(4) ¿ the dentist reported that 1 month after dental implant was installed in intraoral region 13#, its non-osseointegration was observed. In addition, 65 ncm of primary stability was achieved, the patient presented bone type iii and immediate implant procedure was performed.